Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." Discarded.

Event description:
Patient underwent a patella resurfacing procedure 12 years post-implantation due to pain. The bearing was removed and replaced during the patella resurfacing.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent a revision due to pain approximately 12 years post-implantation. The natural patella was resurfaced and the tibial bearing was removed and replaced.